Manufacturer narrative:
Investigation review DHR inspect returned samples distribution history: this complaint unit was manufactured at csi on 8/29/17 under wo #(B)(4) and shipped on 1/18/18. Manufacturing record review: DHR 225508 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 93215, this unit was at csi on 10/30/19. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. The inlet tube valve body screws were loose. Once tightened the unit was functional. Root cause: no definitive root cause for this issue could be reliably determined at this time. The finding is considered rare as it has not been observed before and restricted to this unit. Corrective actions the unit was repaired, tested to specifications and returned to the customer under warranty. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary no further training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer stated: ""trigger won't shut off". 1216677-2019-00305-1 900001 ll100 cryosurgical (B)(4)

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Customer stated "trigger won't shut off". (B)(4).